Event description:
It was reported that patient underwent a troch nailing procedure on (B)(6), 2012. During the procedure, the surgeon had difficulties getting the offset impactor to fully seat on the nail. A mallet was used to insert the nail instead. No patient injury or delay in the procedure was reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The surgical technique gives instruction on appropriate use of the driver. Returned device met design specification, except for the threads, which could not be accurately measured due to damage. This type of thread damage is consistent with impacting without engaging thread first. The user facility was notified of the event on (B)(6), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.